Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise with some oversensing during an untreated event. The patient came into the clinic for testing, and noise could be recreated through left arm movement and pocket manipulation, indicating a pocket fracture. X-ray imaging was performed. Technical services (ts) was contacted, and ts discussed causes and options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms, and tachy therapy had been programmed off. Subsequently, the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the region approximately 95 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise with some oversensing during an untreated event. The patient came into the clinic for testing, and noise could be recreated through left arm movement and pocket manipulation, indicating a pocket fracture. X-ray imaging was performed. Technical services (ts) was contacted, and ts discussed causes and options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms, and tachy therapy had been programmed off. Subsequently, the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise with some oversensing during an untreated event. The patient came into the clinic for testing, and noise could be recreated through left arm movement and pocket manipulation, indicating a pocket fracture. X-ray imaging was performed. Technical services (ts) was contacted, and ts discussed causes and options. The s-ICD system remains in service. No adverse patient effects were reported.